Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event "suture point fractured": did the suture strand broke in the middle? Did the suture tab broke? Did the issue happened intra-operative or post-operative?

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During the procedure, the suture point fractured. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Additional information: additional evaluation summary: the actual sample was returned for evaluation. During the visual inspection of the sample, marks were observed on the body needle. In addition, body fluids on barbs was observed and a side of the fixation tab was cut appears to be by use of a surgical instrument. Functional test was performed on the sample and the tensile force met the requirements. When handling this or any other suture material, care should be taken to avoid damage from handling. Avoid crushing or crimping damage due to application of surgical instruments such as forceps or needle holders. The manufacturing records couldn¿t be reviewed as the batch number is unknown. According to the sample condition, suggest an improper handling of the sample.